Event description:
Concern about the safety of surgical clips used on the renal artery stump in living kidney donors.citation for the report of findings: friedman al. Peters tg. Jones kw. Boulware le. Ratner le. Fatal and nonfatal hemorrhagic complications of living kidney donation. [Journal article] annals of surgery. 243(1):126-30, 2006 jan. In addition, the safety alert issued by one of the mfrs during the month of april. Dear valued customer and healthcare provider: the purpose of this communication is to provide you with important info regarding the use of our hem-o-lok non-absorbable polymer ligating clips in laparoscopic donor nephrectomy. Teleflex medical has been made aware of rare incidents in which the ligating clips (sizes l and xl) were reported to have become dislodged following ligation of the renal artery after laparoscopic donor nephrectomy. Our preliminary assessment is that one of the incidents appears to have involved any defect in or malfunction of the hem-o-lok ligating clips. We are aware, however, that laparoscopic donor nephrectomies pose special surgical challenges, including the surgeon's desire to maximize the length of the renal artery removed from the donor in order to facilitate the arterial anastomosis of the transplanted kidney. In rare instances, misapplication of the hemo-o-lok clips during such laparoscopic procedures may not immiedately be apparent, but can have serious, even life-threatening consequences post-operatively. Because of the nature of this risk and the surgical challenges posed by ligation of the renal artery during laparoscopic donor nephrectomies, we are adding a contraindication to the instructions for use accompanying hem-o-lok polymer ligating clips specifically directed to this procedure - ligation of the renal artery during laparoscopic nephtectomies in living donor pts. Our decision to contraindicate is limited solely to the use of hem-o-lok polymer ligating clips for ligating the renal artery in laparoscopic donor nephrectomies. We recognize that the clips are used in many other types of surgical procedures, and we continue to believe that the clips offer unique advantages when used as directed in other procedures. A sample of a revised instructions for use is attached for your convenience, and the two modified sections now read as follows: "contraindications": hemo-o-lok ligating clips are contraindicated for use in ligating the renal artery during laparoscopic nephrectomies in living donor pts. "Caution" the clip must be latched to ensure proper ligation of the vessel or tissue. Inspect the ligation site after application to ensure proper closure of the clip. Security of the closure should be confirmed after ligation. The hem-o-lok polymer ligating clip is not designed for use as a tissue marker. Weck recommends that more than one clip be used to ligate the renal artery in procedures other than laparoscopic donor nephrectomy (see contraindication, above). Application of more than one clip to all other vessels should be left to the surgeon's judgment.